Event description:
The patient obtained a result of 197 mg/dl on the suspect device while checking their blood glucose, normally takes 7 units of insulin and took 9 units instead, went into a hypoglycemic reaction and passed out. Was treated by the nurses at work and is unaware of the treatment provided. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.